Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance on the superior vena cava (svc) defibrillation coil and the rv defibrillation coil. A high voltage coil fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the right ventricular d efibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The analysis indicated that the right ventricular defibrillation coil developed a fracture and the superior vena cava defibrillation cable developed a fracture within the distal portion of the lead was received. If information is provided in the future, a supplemental report will be issued.